Event description:
The hosptial reported that the lithocrush pipe broke during an endoscopic retrograde cholangio pancreatography procedure (e.r.c.p.) As the physician attempted to crush a pt's stone. The pt was taken to emergency surgery for removal of the stones and the lithocrush basket. The pt tolerated the procedure well and was discharged in stable condition.